Event description:
Burns [thermal burn], sore blister on her back [blister]. Case description: this is a spontaneous case received from a contactable consumer. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (robax lower back and hip heatwrap) (lot#: j34725, expiration date: 30sep2017) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced burns from the product. She stated she purchased the heatwraps for the first time with security seals intact. After she used the 3rd heatwrap, she felt a sore blister on her back which she has treated with ozonol. The patient mentioned she has not seen her doctor. Action taken with the product was unknown. Clinical outcome of the events was unknown. Therapeutic measures taken included treatment with ozonol on an unspecified date. Additional information received from product quality complaint (pqc) group provided quality assurance (qa) investigation results. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met temperature specifications. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Company clinical evaluation comment based on the information provided, the events thermal burn and blisters as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Follow-up (13may2015): new information received from product quality complaints (pqc) group included: quality assurance (qa) investigation results. This case assessed as a reportable medical device report. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met temperature specifications. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.